Manufacturer narrative:
The reported event of a hemostasis valve detaching was confirmed. The blue hemostasis hub was detached and additional analysis revealed insufficient adhesive was noted on the middle port of the adapter and the interior of the blue hemostasis hub, consistent with the detached hemostasis hub.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, one of the hemostasis valves detached from the sheath. A non-abbott introducer was inserted through the valve at the time. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.